Manufacturer narrative:
(B)(4): final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 1027 ohms.

Event description:
The pump was explanted due to battery failure. The pump infused baclofen. Pt recovered without sequelae. No info was available as regards to any adverse events prior to explant.